Event description:
The surgeon was not able to fire the device after he had it in place on the patient's appendix. The device was removed from the field. There was no adverse consequence to the patient.